Event description:
It was reported by service report that the right head end side rail would not lock in the up position and the power cord ground prong was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.